Manufacturer narrative:
System rebooted; no permanent fix documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that startup failure occurred on the flexvision monitor controller on an allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.